Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted a tube broken off the airway pressure gauge. The tube was replaced.

Event description:
The hospital reported the unit failed the preoperative checkout. There was no report of patient involvement.